Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer inspected the system onsite and confirmed that the system was displaying a blur screen and failed to start up. To resolve this issue, hospital biomed reloaded the host backup to restore the system. After which, the system was returned to use in good working order. The codes were updated based on investigation outcome.